Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured while being pulled back. Hemostasis was achieved using manual compression for 20 minutes. There was no reported patient injury. The mynx vcd was used during an interventional procedure. The deployer was trained in the use of the mynx device. An 8fr non-cordis sheath introducer was used. Femoral artery suitability was verified via angiography, with the vascular sheath introducer inserted at an angle of 30¿45 degrees. The vessel accessed was arterial, with a diameter equal to or greater than 5 mm, and there was no tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. The mynx vcd was prepared according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Balloon pressure was lost upon inflation at the first stop, and upon reinflation outside the body, balloon leakage was observed. One non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The sealant sleeve protector, sealant, and advancer tube were all found in their manufactured positions. The balloon showed no abnormal conditions during this unaided-eye evaluation, and no additional anomalies were observed during this visual analysis. Per functional analysis, the inflation/deflation test could not be performed due to leakage from the balloon, which impeded proper inflation and prevented execution of the evaluation as intended. A high-magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, the presence of a pinhole was observed, correlating with the leakage noted during the attempted inflation. The exact cause of the balloon damage could not be determined based on the available evidence. This type of condition is consistent with damage that may occur from handling, procedural factors, or other non-manufacturing-related causes. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the pinhole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure reported. However, access site vessel characteristics (even though it was reported that there was no tortuosity or presence of pvd/calcium within the vicinity of the puncture site) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the device. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Also, it was noted that an 8f sheath was returned with the 6f/7f mynxgrip vcd. Per the indications for use within the IFU states, ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured while being pulled back. Hemostasis was achieved using manual compression for 20 minutes. There was no reported patient injury. The mynx vcd was used during an interventional procedure. The deployer was trained in the use of the mynx device. An 8fr non-cordis sheath introducer was used. Femoral artery suitability was verified via angiography, with the vascular sheath introducer inserted at an angle of 30¿45 degrees. The vessel accessed was arterial, with a diameter equal to or greater than 5 mm, and there was no tortuosity or presence of peripheral vascular disease or calcium near the puncture site. The mynx vcd was prepared according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Balloon pressure was lost upon inflation at the first stop, and upon reinflation outside the body, balloon leakage was observed. The device will be returned for evaluation.